Event description:
It was reported to gore by the hospital infection control surveillance program coordinator that after implant of the gore dualmesh biomaterial, the patient developed significant deep tissue infection and required re-operation. Additionally, it was reported the patient had a laparoscopic hernia repair that was converted to open in 2008, and the gore device was implanted at that time. Gore was further notified the device was explanted in 2009 because of infection and discarded. The coordinator additionally reported that "while it is not clear where the source of infection originated, we are notifying you as part of our surveillance follow up program."

Manufacturer narrative:
Review of device sterilization record. Device sterilization record confirmed device met pre-release specifications. There was no allegation of deficiency. Additionally, there is no evidence revealed by the investigation that would lead gore to believe that the device failed to meet its performance specification or that it did not perform as intended.